Manufacturer narrative:
Correction: b5 - should have been reported for ventricular capture instead of ventricular sensing, b6 - date of chest x-ray and dislodgement should have been included, and h6 - should have been "2891 - capturing problem" instead of "1438 - over-sensing".

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. Upon interrogation, post-procedure, it was noted that the atrial lead was exhibiting ventricular capture. A chest x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. Upon interrogation, post-procedure, it was noted that the atrial lead was exhibiting ventricular sensing. A chest x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.